Event description:
Customer alleges scooter speed ramped up while he was driving in his home hallway resulting in injury.

Event description:
Customer alleges scooter speed ramped up while he was driving in his home hallway resulting in injury.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Manufacturer narrative:
The device was evaluation and the alleged complaint could not be replicated during an extensive test ride.